Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a procedure on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, post procedure, the patient experienced some pain and discomfort as well as some minor erosion. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.